Manufacturer narrative:
Lot number was not provided. Without a lot number, the expiration date, manufacturer date and UDI could not be determined. End of report.

Event description:
A nurse reported several 2360 3m¿ red dot¿ resting EKG electrodes were applied to a patient for cardiac monitoring in the emergency department. The patient allegedly experienced a skin tear on the dorsal aspect of her left forearm, approximate size 4 x 7 cm, when one of the electrodes were removed. Dressings were applied to the site. The patient was discharged and was instructed to return for a follow-up wound check. The patient returned six days later and was diagnosed with a minimal localized cellulitis without induration or abscess. She was given a prescription for an unspecified oral antibiotic and the wound was reportedly healed two weeks later.